Event description:
A facility emergency medical tech connected the device to a pt described as in full arrest. Reportedly, the device prompted connect electrodes. The operator replaced the electrodes with another set, which resolved the observance. The device was successfully used to treat the pt. Pt outcome was not reported, but the reporter stated pt outcome was not affected by the discrepancy due to continued device use.